Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation and atrial tachycardia ablation procedure with a thermocool smarttouch sf and a varipulse catheter and the patient experienced cerebral infarction requiring re-hospitalization. The patient had been discharged from the hospital after the ablation procedure. However, one week later, the patient was developed cerebral infarction and subsequently the patient was hospitalized and discharged the next day. Patient has fully recovered. The physician commented that the causal relationship between the event and the product was unknown. No abnormalities were observed prior to or during use of the biosense webster products. Location of the ablation with the varipulse catheter was the pulmonary vein (pv), left atrium (la) posterior. Since the pulmonary vein isolation (pvi) line was close to right and left pulmonary veins (pv), left atrial posterior isolation was conducted with the varipulse catheter. Location of the ablation with thermocool smarttouch sf catheter was cavotricuspid isthmus (cti), la roof and bottom.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-may-2025, additional information was received indicating neurological symptoms are unclear. A cerebral infarction was discovered on imaging examination one week after the surgery. CT scan was performed before the procedure. No particular issues were found. This was a new procedure, and no pre-ablation thrombus check was performed. The act before and during ablation was over 350seconds. The patient was in sinus rhythm, and atrial tachycardia was induced after the ablation. One transseptal puncture site was performed during the procedure. There was no evidence of char or blood thrombus/clot during the procedure. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities. On 14-may-2025, it was noticed the following information was inadvertently omitted from the 3500a supplemental (follow-up) medwatch # 1: one catheter and one sheath were used during the procedure. MRI images indicated the legions where they might be the cause as well as several other findings. The patient has been discharged from the hospital. No extended hospitalization required. Ablation were performed outside of the pvi. As such, the h6. Health effect - impact code has been updated from hospitalization or prolonged hospitalization (f08) to recognised device or procedural complication (f15). Additionally, it was noticed the and incorrect statement was reported in section h11 additional manufacturer narrative. It was reported, ¿on 8-apr-2025, the patient was treated for paroxysmal atrial fibrillation (paf).¿ what should have been reported is, ¿¿on 8-apr-2025, additional information was received indicating the patient was treated for paroxysmal atrial fibrillation (paf).¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the patient was treated for paroxysmal atrial fibrillation (paf). The number of radiofrequency (rf) ablations was 28 times (cavotricuspid ishmus (cti): 16 times, posterior wall of the left atrium: 12 times). The number of pfa ablations was total 38 times (pulmonary vein (pv): 34 times, posterior wall of the left atrium: 4 times). Number of total applications was 114 times. Magnetic resonance imaging (MRI) findings were reported as there were the regions where they might be the cause as well as several other locations. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).